Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment a traumatic ruptured thoracic aorta in zone 2. Vessel morphology was reported as the proximal start of the false lumen was in zone 3. The diameter of the proximal aortic neck was 25 mm and the length was 50 mm. It was reported that the lsa was intentionally partially covered. The patient remained hospitalized for one month. During the one month in the hospital the patient had CT, chest x-ray, and MRI without contrast. The patient had left clavicle fracture, prior to stent graft implant, it was reported the patient had left leg pain, the investigator indicated that the cause was due to spinal cord ischemia from the partial coverage of the lsa by the stent graft. The physician performed a left subclavian to carotid, the spinal cord ischemia was resolved. No additional clinical sequelae were reported.